Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable ise indirect gen.2 sodium result for one patient sample and questionable chol2 cholesterol gen.2 results for two other patient samples. Of the data provided, only the cholesterol results for one of the samples were discrepant. The initial cholesterol result was 96 mg/dl. The repeat result from the same analyzer was 175 mg/dl. The erroneous result was not reported outside of the laboratory. There was no adverse event. The reagent lot number was 26208301 with an expiration date of 31-mar-2018. The customer performed air purges and repeated qc which was acceptable. The field service representative found there was inadequate reaction cell cleaning due to a crimped tubing at the rinse mechanism which he repaired. He ran successful precision testing.